Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant medical products: mentor smooth round moderate profile 375cc saline breast implant, cat/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. Patient noticed change in the shape of the implant. The issue was confirmed by the physician. As a result patient had the device removed and replaced with another device on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample a crease was observed on the posterior view. Within crease a tear was observed, measuring approximately 0.3 cm. No other anomalies were observed. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).